Manufacturer narrative:
The laser machine was examined and tested by an amo field service specialist (fss). The fss found no issues with the operation of laser equipment. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in left eye. A brief description of the event says that patient has some blur in left eye with superior/central dlk stage 1-2+. The topical steroid dosage was increased to every hour for 2 days and every 2 hours for 2 days with slow taper. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred left eye vision. Patient reported symptoms are not interfering with daily activities.